Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded and as stated in the event, surgeon toggled back and forth in an attempt to release the inserter causing the implant to break this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that the surgeon punched and inserted anchor into average bone. The anchor broke halfway up. Surgeon used an ar-1927pb to punch prior to insertion. Subsequent anchors worked fine. The broken piece of the anchor was not retrieved from the patient. Case: rotator cuff repair.